Event description:
The screen went blank and the battery expired. The pump was exchanged. There were no reported patient complications.

Manufacturer narrative:
Arrow field service evaluated pump. They were unable to duplicate the difficulty. The battery was replaced as a precaution. The pump was functionally checked and returned to service.